Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Unknown; captured as awareness date. Batch #: v95u0c. Additional information was requested and the following was obtained: how much blood loss? Not sure he didn¿t know how was the bleeding controlled? Surgicell and diathermy was a blood transfusion required? No. What is the surgeons¿ experience with device? The consultant said the device just would not seal- he double and triple buzzed but it wouldn¿t work. Were there any generator alerts screens? No. Are any surgical procedure videos available? No. Was the completion tone received with every device firing? Yes .was the lack of hemostasis experienced only with ligation of ovarian ligament or was it experienced with other firings of the device? Over firings any indication of thermal treatment of tissue with the device activations? Yes but not sealing enough to stop bleeding what is the current status of the patient? Patient well now and gone home. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during an lap hysterectomy procedure, the vessels would not seal on the ovarian ligament. The consultant had to convert to an open case as he wasn¿t able to control the bleeding.

Manufacturer narrative:
Pc (B)(4). Date sent: 4/6/2022. Additional information was requested and the following was obtained: it was indicated that the generator log is available, can it be submitted for engineering review? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Unfortunately there wasn't any further information. The consultant explained that the device was fine at sealing everything other than the uterine vessels. He felt the sealing capabilities were not strong enough on the larger vessels. The patient was fine and went home the next day but due to bleeding during the case he had to open.